Event description:
During an saphenous vein harvesting procedure, the tunnel collapsed when the harvesting cannula is advanced. The procedure was completed using the same device. No pt complications were reported.